Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found the collet in the reported problem area of the pipette assembly was stuck. The tip clamp was replaced. The instrument was cleaned, tested without further problem, and returned to svc. Post repair it was decided that the instrument shall be replaced.